Manufacturer narrative:
Patient experienced sporadic shocking therefore decided to have system removed and replaced. No anomalies found in explanted ipg device. Leads arrived for analysis in segmented state; not evident if lead fractured while implanted (although a fracture would likely lead to a shocking sensation). No further action to be taken.

Event description:
Sporadic shocking at the stomach. Patient had device implanted recently. Patient's symptoms are under control but is having random shocking happening around the stomach. Voltage very low already so gi tried to switch the poles to see if that possibly would help. Spoke with patient today and it is still happening. He said that he is so happy with the implant that if the shocking was the new norm, he would be fine with it. He is reaching out to the surgeon to discuss options and would keep me posted.